Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx coronary des was implanted in the cx artery. Approximately five months later, the patient presented with intermittent chest pain and shortness of breath which had been ongoing for one week prior. The patient had an mi (nstemi) which was treated with pci. Investigator assessed the event as not related to the index device and unlikely related to the antiplatelet medication. Sponsor assessed the event as possibly related to the index device and possibly related to the antiplatelet medication. Patient recovered.

Manufacturer narrative:
Additional information: mi did not involve target vessel. Investigator assessed the event as not related to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as a non -q-wave mi (non target vessel) 3rd udmi spontaneous in the rpda. If information is provided in the future, a supplemental report will be issued.